Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion set was leaking at the headset. No adverse event reported. The infusion set lot number was not provided. Return of the suspect device was requested for evaluation.